Manufacturer narrative:
The lead was returned in two pieces. Analysis found external insulation abrasion at 46.6cm to 47.6cm from distal tip, consistent with friction to the ICD can. Etfe coating was abraded at the same loction. This is consistent with the observation from the field of noise when the lead was in contact with the ICD can.

Event description:
It was reported that a patient underwent a lead extraction due to noise. The lead had no electrical anomaly, had stable capture and impedances, but presented with many vf episodes that resulted in inappropriate therapy. The lead was damaged during explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.